Event description:
On (B) (6) /2010, pt reported the piston rod on her infusion device would not go down while she was changing the insulin cartridge on (B) (6) 2010. Pt stated she has already removed the battery from the primary infusion device and switched to her backup infusion device. Had her insert a new battery into the primary infusion device and complete the change the cartridge process; was able to retract the piston rod successfully. Pt reported there was no error message when she tried. Pt stated she could not get the infusion device to say "returning the piston rod". Had pt switch from backup infusion device back to the primary infusion device. Pt reported she was able to reconnect and place the infusion device in the run mode. Pt stated she does not think the infusion device is delivering insulin properly because her readings have been evaluated. Pt reported while she was on vacation from (B) (6) 2009 - (B) (6) 2010, her blood glucose readings were elevated in the 200 mg/dl range. She stated on (B) (6) 2010, her readings were as high as 300-400 mg/dl on and off all day. Pt reported her last reading on (B) (6) 2010 was 400 mg/dl. Pt stated she bolused 8 units of insulin and when she tested the next time, her reading was 474 mg/dl. Pt stated she took an injection of 8 units of insulin and her blood glucose came down to 185 mg/dl this morning. Pt reported she sometimes forgets to bolus a lot of the time. Pt stated she has not changed the infusion adapter. Educated the pt that the infusion adapter should be changed with every 10th cartridge change. On follow up call on (B) (6) 2010, pt stated she received the adapters and her blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion adapters; no product returned was requested.

Manufacturer narrative:
No product will be returned for eval.